Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon squeezed the firing trigger and the clips went flying off the end without closing around the vessel. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Device was returned partially cycled; the cycle was completed and one clip was ejected; the jaws were inspected and they were found to be yielded and misaligned. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected due to the condition of the yielded jaws; finally the instrument locked out as intended. Possible causes for the condition of the jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.